Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at the time of incident and treated with manual injection and current blood glucose level was 350 mg/dl. Customer was assisted with troubleshooting. Customer states insulin pump had replaced battery alert. Customer did not use suspend before low or suspend on low cgm feature. Customer did not use rechargeable batteries. Customer states the battery had died last night over night. Customer was calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was not blank currently. Customer states battery cap was neither damaged nor corroded. Customer states insulin pump had battery failed alarm, customer said that they change the battery several times but it was only last for 3 days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, active current measurement, and the displacement test however, device was received with high sleep current due to moisture damage on the electronic assembly. No unexpected battery failed alarm noted.